Event description:
It was reported that during pre-surgery testing, it was observed that the electric pen drive device would only work in reverse. During in-house engineering evaluation, it was observed that the motor assembly or electronic control unit failed. It was not reported if there were any delays due to the event or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to motor assembly or electronic control unit failure from immersion during cleaning, which is failure to follow directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.